Event description:
Caller reported a malfunction on their pump; there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level as a result of the issue. Customer was advised to attempt a pump reset to continue using the pump, and tandem technical support decided to replace the malfunctioning pump. Customer was instructed to use mdi as a backup therapy to ensure insulin delivery and was reminded to confirm with their healthcare provider that they have enough insulin for night use. Instructions were given on how to return the faulty pump and integrate their settings and cgm with the replacement pump, which was sent by tandem.